Event description:
Terumo medical corporation received the following reported information: a kink was found in the angio-seal device when the device was inserted. The cause of the kink is unclear. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was mechanical thrombectomy for acute stroke. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed for a damage to the anio-seal device. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).